Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient has not used or charged the device since (B)(6) 2018 because she had a surgery and injection that helped her hip stiffness. The patient wanted to use the device again because the stiffness in her back came back in (B)(6) 2019, but she could not get her device to sync and charge on (B)(6) 2019. Additional information was received from the patient. It was reported that the ins was over-discharged and the patient worked with a manufacturer representative to try to recover the ins. The patient reported that a new battery is needed. No further complications are anticipated.